Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: patient had reported that his pump had run dry and that the pump alarm had not sounded. Patient also reported about withdrawal symptoms. Based on the fact that the medstream pumps had been recalled in 2013, he had questions about the alarm function and the pump. Based on the patient¿s complaint, the physician was immediately contacted. The physician stated that the pump was checked in 2013 according to the instructions of the medstream fsca at that time and was found to work properly. The physician also stated that last filling of the patient¿s pump was performed in (B)(6) 2013, the pump had operated without any issues up to this point. After refilling in (B)(6), the patient missed the suggested next refill date end of (B)(6) 2014 because he left the last refill procedure in (B)(6) 2013 before the final interrogation of the pump against the physician¿s orders. When the patient came back to the hospital on (B)(6) 2014 with withdrawal symptoms, his medication was substituted orally, the pump was refilled and the patient was monitored for (B)(6) in the hospital. The next day, the patient was discharged from the hospital. The physician clearly stated that the pump works properly and that the described event is due to the patient¿s behavior during the filling in (B)(6) and disobeying the physician¿s instructions.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product was not returned for investigation as is still implanted, and working fine. The investigation was based on the information provided by the sales rep. The patient has not followed the recommended instructions for a good proceeding of medstream infusion treatment as recommended per the instruction for use. The patient left before the surgeon was able to perform a pump read after the refill process. This read is mandatory to calculate the next refill date, and know all the parameters of the pump. As this date could not be calculated and information could not be verified, it has not been possible to verify if the pump as flowed as programmed as no transaction log could be provided. When the pump is empty, the pump produced a beep sound. It was not possible to confirm if the pump was beeping when patient arrived to the hospital. The patient was admitted to hospital with withdrawal symptoms as the pump was empty. The sales rep later confirmed that the pump was working without any problem. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.